Event description:
It was reported that the pulse generator exhibited premature battery depletion. The patient presented for a routine follow-up with battery voltage at 2.20 v. Previous measured data from (B)(6) 2010 was 2.71 v, 16 ua and 4 kohms with an estimated 2.4 years remaining longevity to elective replacement indicator. It was noted that the patient was pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.